Manufacturer narrative:
A facility medwatch report mw5086054 was received stating that "fio2 on the servo-n, drops by 10% on micro babies." On the report the event report type was checked as serious injury and the event outcome as life threatening, disability/permanent damage, required intervention. This report is therefore reported as an adverse event solely based on this information. There is no complaint in our complaint data base to confirm the reported fio2 drops by 10 % on micro babies. Apart from the received problem description stated in the medwatch report, we have not received any information such as device serial number, device logs, defective/replaced parts, ventilator settings or hospital contact information. No information regarding medical intervention has been received. Therefore no investigation has been possible. We are therefore unable to provide, determine or confirm the true cause reported issue. Furthermore, should any relevant information, this complaint will be reopened and investigated further. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). H3 other text: 4119.

Event description:
A medwatch report with reference # mw5086054 was received stating that: "fio2 on the servo-n, drops by 10% on micro babies. If one is not aware it can affect the baby's overall health. Spoke to MFR rep and they have no clue why this is happening. We try to reproduce the decrease in fio2 on attest lung thinking it was just the baby. But we reproduced the effect on a baby test lung. I reached out to MFR and they do not have a clue as to why this is happening. The FDA should investigate this pt safety issue a bit closer." The event report type in the received medwatch report # mw5086054 is set to serious injury. (B)(4).